Event description:
It was reported by the patient that she underwent ankle surgery on (B)(6) 2014 and suture was used. She reports pain since the operation. The wound remained open for 4 weeks post-operative. She has recently only been able to start weight bearing. She complains of itching and feels she is having an extreme allergic reaction. She states that her physician will not remove the sutures. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.